Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision due to pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint was re-opened (previously (B)(4)) following receipt of additional information. A review of the information identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, left hip, reason(s) for revision: pain. Update: see (B)(4) email dated 19 feb. Added scf. (Lf (B)(6) 2016.) Update: see (B)(4) email dated (B)(6) 2016. Updated cup lot number and stem product code and lot number. Added patient name and date of birth. Updated surgeon name. Resubmit meddev. (Lf (B)(6) 2016). Doi: (B)(6) 2007; dor: (B)(6) 2015; left hip. Update jan 23, 2018: additional information received from crawford, as per review of the new information there is no update to the pc.